Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis and paravalular leak (pvl) are potential risks associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the valve stenosis and worsening pvl cannot be confirmed. It is possible that the patient¿s co-morbidities or the mechanisms listed above might have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through (B)(6), approximately 4 years post tavr procedure, echo showed the patient had an aortic valve area of 0.89cm2 and moderate to severe perivalvular (pvl) regurgitation. Additional information provided by the hospital medical records indicated the patient had been admitted for worsening confusion and recurrent dizzy spells in the previous two weeks. Patient reported falling and hitting their head on one occasion. Echo showed moderate- severe pvl with an ava of 0.89cm2. Her head CT was unremarkable. Her neurological exam showed no focal abnormalities. The patient was not a candidate for any further intervention and was discharged on pod3 to a skilled nursing facility. Review of serial echo reports provided in the clinical trial database showed the patient had mild pvl, no cai, a mean gradient of 21mmhg, a peak gradient of 32.09mmhg and an ava of 1.36cm2 at 30 days. At 1 year, the patient had mild pvl, no cai, a peak gradient of 37.01mmhg, a mean gradient of 18.93mmhg and an ava of 1.25cm2. At 2 years, the patient had a mild pvl, no cai, and a peak gradient of 39.56mmhg, mean gradient of 21.10mmhg and an ava of 1.34cm 2. At 3 years, the patient had mild pvl, no cai, a peak gradient of 39.66mmhg, a mean gradient of 20.40mmhg and an ava of 1.19cm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.